Manufacturer narrative:
When patient name, patient ID, patient date of birth, and the patient gender match, the system works as expected. In the case of the patient's name having a difference in upper/lower case from the original generation of this patient, the sw is not correctly accounting for this difference. The system sees this as two patients with 3 of 4 identifiers matching, and does not allow the capture of clips/images. This will be resolved via software release. These reports are late because we are still in the sign-up process for esg. Over the past several months we have been in frequent contact with the emdr office representatives to overcome our technical difficulties in submitting mdrs electronically. Until we can submit electronically from our site we are using the egs gateway of another siemens healthcare unit located in the united states. First attempt to file made on 30 mar 2016.

Event description:
Customer reported that the patient file was not saved correctly when ending the exam. The investigation revealed that images are not acquired during the study.